Manufacturer narrative:
The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the gastrointestinal videoscope the plastic distal end cover resistance was below standard, gray, cracked adhesives around the lenses, non-original probe armor and bending section cover. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device at the service center, the electrical connector was found to be dirty, most likely due to water leakage. There was no patient involvement.